Event description:
In addition to the previously reported ¿overdosed for over 8 months¿ symptoms, it was reported that the patient was underdosed during the same time period.

Event description:
Additional information was received which reported further event detail. As reported, the patient had the pump replaced on (B)(6) 2011. The additional information provided by the healthcare provider (hcp) gave details of a replacement on (B)(6) 2012, whereas the manufacturer device registry and patient indicated a replacement date of (B)(6) 2011. Clarification of the dates was later reported. All of the events took place in 2011, and the revision referred to in the previous report was not a pump replacement as reported, but was a pocket revision (see manufacturer report # 3004209178-2012-10446) on (B)(6) 2012. The hcp indicated that on (B)(6) 2011, the patient was seen in the emergency room (ER) for nausea, vomiting, sweating and goose bumps. The patient was given IV morphine in the ER which helped. When pump troubleshooting was performed, there was no volume discrepancy, as volumes were found to be "spot on". Pump was refilled and patient was given a dye study and an MRI, both of which were normal. Patient was then put on oral morphine, and on (B)(6) 2011, the patient indicated to the hcp that the oral morphine was not helping. The hcp started titrating the patient back down because, they thought it was a tolerance issue. They went from 7mg/ml down to 3mg/ml. The hcp noted that the issue was resolved "after that" but there was never anything wrong with the pump. The hcp suspected that the cause of the issue was tolerance build up to the morphine. It was noted, the patient was back up to 7mg/ml as of (B)(6) 2012. The concentration of morphine was 25 mg/ml. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that following a pump replacement in (B)(6) 2011, the patient became ''drastically sick'' within a week of the replacement. The patient was in the emergency room (ER), was hospitalized for 4 days and felt under-dosed and overdosed for over 8 months. The pump was replaced ''about 5 months'' prior to the report. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8627l18, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type pump.

Manufacturer narrative:
(B)(4).